Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the top drawer red latch was faulty. The field service engineer verified no other findings available and confirmed the issue was resolved by the customer. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure. The customer reported that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.